Manufacturer narrative:
(B)(4). Date sent: 03/06/2023. D4: batch # 123a79 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number 123a79, and no non-conformances were identified. H11: corrected data = d9 d9 was omitted on the previous report.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows an echelon circular with no apparent damage and no battery pack attached. The second photo shows a tyvek of lot # v9448k and the expiration date: 2023-12-31. Based on the photos the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot v9448k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lap anterior resection the powered circular did not work. They prepared the device, inserted battery and then when the time came for circular stapler anastasis creation stage it did not fire. Indicator was in green stage according to them, but after trigger was pushed device did not worked. The surgery was delayed by 10 minutes. The procedure was completed successfully. No information about the consequences to the patient or about post-operative care as a result of the event.